Manufacturer narrative:
The device was received for evaluation. Visual inspection identified a broken luer connector to supply line. Functional testing was performed including leak testing, clear passage test, and clamp function test. The reported condition was verified. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a homechoice automated pd set with cassette that was damaged. This occurred during fill four of four of peritoneal dialysis therapy. The patient stated that he forgot to break the frangible on a supply bag, and while trying to break the frangible, the line broke right off the bag causing a leak from the bag. There was no patient injury or medical intervention associated with this event. No additional information is available.